Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable contaminated glass cover was confirmed. A review of the device history record confirmed that the device was shipped in compliance with the specifications. Based on the results of the investigation, it was determined that the cause was incorrect handling. The contaminated glass cover of the light guide connector was due to frequent use and lack of maintenance. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the glass of the light guide connector was cracked. The following non-reportable malfunctions were found during the device evaluation: the light guide connector was contaminated. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope "ultra", 10 mm, 30° had a broken glass cover of the light guide connector. The issue was found during the therapeutic thoracoscopic procedure that was completed with a similar device and no delay. There were no reports of patient harm.